Manufacturer narrative:
Block b3: date of event: date of event was approximated to 1/1/2019 as no event date was reported. (B)(4). Block h10: a visual examination of the returned device was performed and found that the proximal section of the student was broken, including the stent barb. The stent was also deformed and bent near the proximal end; consequently, confirming the reported complaint. Based on the product analysis, the issue occured during the procedure, while stent was being exchanged and it was in place for some weeks. It indicates that the device was received and implanted in good conditions, however procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. The customer used grasping forceps to remove the stent and the stent broke off. Using grasping forceps is a standard biliary stent removal technique. The damages found on the stent are typically made due to grab and pull the stent with the forceps during the stent removal. Once the stent is caught with the forceps, continued attempts to remove it can damage the stent and excessive force to remove it can result in stent breakage. Therefore, 'adverse event related to procedure' is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and no anomalies were observed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography stent exchange procedure in the bile duct. The exact removal date was not reported, nor was the date the stent was implanted. According to the complainant, three months following the stent placement procedure, the physician attempted to explant the stent out of the papilla with the use of a grasping forceps and noticed that the stent broke into three pieces. No broken piece was left inside the patient and the procedure was completed successfully with the entire device removed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported.  (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a previously implanted advanix biliary stent was removed from a patient during an endoscopic retrograde cholangiopancreatography stent exchange procedure in the bile duct. The exact removal date was not reported, nor was the date the stent was implanted. According to the complainant, three months following the stent placement procedure, the physician attempted to explant the stent out of the papilla with the use of a grasping forceps and noticed that the stent broke into three pieces. No broken piece was left inside the patient and the procedure was completed successfully with the entire device removed. There were no patient complications reported as a result of this event.